Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to emergency room due to pneumonia and high blood glucose. Customer¿s blood glucose level was 800 mg/dl at the time of incident. Customer stated that the high blood glucose level was due to ignorance of high blood glucose level alert. The insulin pump will not be returned for analysis.